Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the patient's daughter contacted lifescan on behalf of the lay user/patient alleging an "apply sample" issue with the patient's one touch basic meter. The patient lives in columbia. The customer care advocate (cca) verified that correct testing techniques were used. The cca also noted that the test strips had expired and that the color reaction did not occur on the test strip. The patient was unable/unwilling to retest with new test strips on the phone; therefore, the alleged issue was not resolved with troubleshooting. Three days earlier in another country, the patient reportedly felt shaky and cold. The patient attempted to test while experiencing the symptoms, but did not get a result. The patient's daughter took her to the emergency room at 7am to have her blood glucose tested. The patient's daughter was unable to report the patient's blood glucose result but indicated that the patient was treated with IV glucose and was released later the same day. It would be helpful to know the patient's diabetes care regimen (testing frequency and medication regimen), how long the patient was unable to test due to the "apply sample" issue, and what events led to the patient's symptoms, such as her activity levels, meals, medications, and meter readings. Based on the provided information, this complaint is being reported because the reporter alleged the patient was unable to test while experiencing symptoms. The patient was then treated for hypoglycemia at the hospital. The meter, test strips, and control solution were replaced.